Event description:
A customer reported that the system did not provide the expected alarm for a pt event that resulted in the pt's aicd (automatic implantable cardioverter defibrillator) firing. The customer states that the system alarmed for acc vent (accelerated ventricular rhythm) 14 seconds prior to the event. The pt reportedly recovered. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be filed once investigation results are available.

Manufacturer narrative:
The device MFR date is unk. The device was shipped on 01/10/2002. Following the event, the distributor's technical engineer performed a check of the light monitor. Upon arrival, it was discovered that the monitor was shut down and was stored in a box. The technical engineer restarted the monitor and performed a test with the probe on his finger. The light monitor and the central station reportedly alarmed according to specifications. Due to the monitor being shut down prior to the testing, no log or trend data is available from the light monitor for investigation. The icentral (central station) logs were however obtained for eval. The logs indicate that ECG and nibp were not monitored. "Nibp cuff loose", and "ECG leads off" notifications were observed in the logs. An "spo2 low" alarm was also triggered. The light monitor is reportedly quarantined by the local police at this time, and therefore is not available for ge healthcare's investigation. Without the monitor and additional details of the pt events between 12:00 and 15:00, no further investigation can be completed. Ge healthcare will file a supplemental report should additional info become available for investigation.